Event description:
This pt was admitted for elective right hip arthroscopy. In the operating room while the pt was under general endotracheal anesthesia, a 16 french foley catheter was inserted into the pt's bladder through his penis. The balloon was inflated with 10 ml of sterile water. Upon positioning pt for the surgical procedure, the foley catheter was dislodged and came out. The tip of the foley catheter, noted to be approximately 2 cm, was not found. Staff thoroughly searched the room/table, unable to locate, thus were concerned the tip could be inside the pts bladder. Physician ordered urology consultation. Urologist recommended re-inserting a new foley catheter and the hip arthroscopy procedure was completed. The urologist performed cystoscopy after hip surgery (while the pt was still under anesthesia) to determine whether or not tip of foley remained inside pt. The urologist confirmed that there was no evidence of foreign body (catheter tip) in the pt's urethra or bladder. Diagnosis or reason for use: catheterization during general anesthesia for hip surgery.